Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) canada alleging the patient's onetouch ping meter was missing test results. The complaint was classified based on the customer service representative (csr) documentation after a follow up conversation with the reporter on (B)(6) 2012. The reporter claimed the alleged issue began on the evening of (B)(6) 2012. Two days prior to the alleged issue, the patient was reportedly experiencing symptoms of "nausea" and her blood glucose results were running high. The patient reportedly manages her diabetes with novorapid insulin through pump therapy and continued with her usual diabetes management routine in response to the alleged issue. On (B)(6) 2012 the reporter stated the patient tested 4 times but only 2 results showed in the meter's memory. The patient reportedly tested on her back up meter on an unknown date/time last week, after the issue occurred (also a onetouch) and observed a reading of "12+ mmol/l" (exact result is unknown) and self-treated with novorapid insulin, based on the meter's result and the carbohydrate intake. The reporter confirmed no other action/treatment was administered. At the time of troubleshooting, the csr noted that the meter remote had become unpaired from the pump, which may have caused the date/time to lose synchronicity, making it difficult to locate results in the meter's memory. The alleged issue remained unresolved after troubleshooting and replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and they occurred prior to the alleged issue. In addition, the patient did not receive any form of medical intervention for an acute complication of diabetes. However, this complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (08/07/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing with no faults found; the primary complaint was not confirmed. Test strips were also returned; however, testing was not performed since the alleged issue is not strip related. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.